Event description:
It was reported that the lead was explanted approximately 42 months after the implantation due to shock impedance greater than 150 ohms. An insulation defect was reportedly noted during the extraction procedure.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 55cm proximal to the lead tip. The distal fragment was returned for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found in the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The performance of the returned lead fragment was scrutinized. The analysis demonstrated 45.5cm proximal to the lead tip that the insulation was found abraded through. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics, as well as the location of the above mentioned damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further analysis revealed between 9cm and 7cm proximal to the lead tip that the insulation was found damaged due to wear. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Damages such as a bent fixation helix and an additional cut into the insulation 33cm proximal to the lead tip, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.